Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set on (B)(6) 2026. Adhesive path detached after 12 hours of use, patient had high blood glucose level which was treated via mdi (multiple daily injections). No further information is available.